Manufacturer narrative:
(B)(4), date sent: 2/18/2021, d4: batch # u95996. H6: component code: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was returned with no apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device cycled, and it fed and formed eighteen conforming clips. The clips were fired onto the test skin, and no cutting issues were noted. Additionally, during the test firing, the jaws opened and closed as intended. The event described could not be confirmed as the device performed without any difficulties note and no product defect was identified, although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: prior to each clip application, inspect the jaws to ensure the clip is fully advanced to the tip of the jaws. If a clip is dislodged prematurely from the jaws or fails to advance, re-fire the instrument by fully squeezing the handles until they stop. Fully release the handles to advance the next clip into the jaws. During the release cycle, a clip may be forcibly ejected from the instrument jaws if not fired in tissue." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a trans carotid procedure, the device malfunctioned. When fired the first clip the device locked up and when tried to release the handle, it would not open, so the vessel had a tear. It is unknown how the procedure was completed however, there was no patient consequence.